Event description:
Pt received silicone breast implants in (B)(6) 2009, in (B)(6) 2009, pt begin having pain and discomfort in her jaws and knees. In (B)(6) 2010 pt, was diagnosed with rheumatoid arthritis. Pt states she believes this is due to a reaction to her silicone breast implants. Pt notifies manufacturer, which told her to report it to FDA.

Event description:
Pt wanted to give a follow-up report. (Original report 2011). Pt was diagnosis with silicone poisoning and osteoporosis after her breast implant surgery in 2009. Pt states she is on disability and weak; she can barely pick up her (B)(6) son. Pt states she wants health insurance to pay for removal of implants.